Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired the device for the first firing with a green reload and a second firing with a blue reload; both times they had to use the release button to retract the knife back to reload the device. The device did fire and cut properly; they did not see a staple line but it appeared sealed. There was no bleeding at the staple lines observed and the surgeon decided to proceed for a third firing with a blue reload. The surgeon fired the third firing with a blue reload and the knife would only retract ¾ if the way and again they had to use the release button to return the knife and open the device. They did not see a staple line but it appeared sealed this time also. Each time they had fired the device the knife retracted less to return to reload the device. The surgeon then called another dr. In for assistance and he sutured over the staple lines to insure they were stable and not leaking. The surgeon then used a second device and completed the procedure. There was no patient consequence reported. The device is being held in risk management. On what tissue type was the device used? Stomach, at what location on the tissue? 6-8 cm of the pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Green and blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device is currently being held by risk management.